Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that a pericardial effusion was noticed during an afib procedure. They reported that the patient had no change in vital signs. The pericardial effusion was noticed and confirmed while looking at intracardiac echocardiography (ice). The pericardial effusion was noticed after they had gone transseptal and prior to any ablation occurring. The medical intervention provided was a pericardiocentesis and about 200 cc's of fluid was removed. The patient was reported to be in stable condition. The portion of the procedure in the left atrium was aborted. The patient was in typical flutter and that the physician pulled back the catheters into the right atrium and performed a cavotricuspid isthmus (cti) line in the right atrium while monitoring the procedure with ice. The physician believed that the pericardial effusion might have occurred while attempting to go transseptal and that the needle may have poked somewhere in the right atrium or out the coronary sinus (cs). The patient had "weird anatomy" with a large posterior tilt in the right atrium with a really dilated cs. The following catheters were inside the patient's body when the injury occurred: soundstar catheter, webster cs catheter, smart touch sf catheter, & octaray catheter. Outcome of the adverse event was fully recovered (no residual effects). Patient did not require extended hospitalization because of the adverse event. There was no steam pop, no ablating, and most likely happened during transseptal puncture.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30949605l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).